Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly broken and leaking fluid. It was further reported that the ruptured position is where the balloon and the catheter are connected. Reportedly, when filled, saline leaked out and the front end of the balloon did not rupture significantly. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly broken and leaking fluid. The procedure was completed using another device. It was further reported that the ruptured position is where the balloon and the catheter are connected. Reportedly, when filled, saline leaked out and the front end of the balloon did not ruptured significantly. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.